Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on (B)(6) 1999, (B)(6) 1997 the patient presented for office visit with recurring migraines during menstrual cycles. On (B)(6) 2000 the patient presented for office visit with recurring migraines during menstrual cycles. On (B)(6) 2000 the patient presented for office visit with recurring migraines during menstrual cycles. On (B)(6) 2001 the patient presented for office visit with recurring migraines during menstrual cycles. On (B)(6) 2002 the patient presented for office visit with recurring migraines during menstrual cycles. On (B)(6) 2002 the patient presented for office visit with recurring migraines and back pain radiating to left hip. On (B)(6) 2003 the patient presented for office visit with recurring migraines and back pain. On (B)(6) 2004, patient reported back pain. Patient underwent x-ray of lumbar spine which showed mild disc space narrowing at l5-s1 level with mild wedging at t11 level with no obvious acute finding. Patient underwent MRI of lumbar spine which showed mild disc degeneration at l5-s1 level with preservation of remaining disc spaces. There is little bit of degeneration at l4-5 level. On (B)(6) 2004, patient underwent l3-4, l4-5 and l5-s1 lumbar discography and lumbar neucleogram. On (B)(6) 2004 the patient presented for follow-up with epigastric abdominal pain. On (B)(6) 2004 the patient underwent CT abdomen with and without contrast. Impression: negative CT abdomen. On (B)(6) 2005 the patient presented for office visit and reported right upper quadrant abdominal pain that is radiating to the back. This is associated with nausea. On (B)(6) 2005 the patient presented for office visit on (B)(6) 2005 the patient presented for office visit with daily reflux symptoms despite daily nexium therapy. On (B)(6) 2005 the patient underwent MRI of lumbar spine. Impression: mild l5-s1 disc bulge. No evidence of disc herniation. On (B)(6) 2005, patient presented for office visit. MRI showed l5-s1 degenerative disc disease with minimal facet hypertrophy. The disc as l4-5 looks well hydrated and within normal limits. On (B)(6) 2005 the patient presented for office visit. On (B)(6) 2005 the patient presented for office visit with recurring migraines on (B)(6) 2005 the patient presented for office visit. The patient had some swelling laterally to her incision. X-ray of lumbar spine showed instrumentation well placed and intact. On (B)(6) 2005 the patient presented for office visit. The patient recently slipped in the tub, falling to her knees. Since then, she has had aching, especially along her hips. Medications: lortab. Patient underwent x-ray of lumbar spine which showed instrumentation well placed and intact without evidence of loosening of hardware. On (B)(6) 2005 the patient presented for office visit with recurring migraines on (B)(6) 2005 the patient presented for office visit complaining of low back pain. Patient underwent x-ray of lumbar spine which showed instrumentation well placed and intact without evidence of loosening of hardware. On (B)(6) 2005 the patient presented for office visit. Patient reported back pain worse than prior to surgery. Patient underwent x-ray of lumbar spine which showed instrumentation well placed and intact without evidence of loosening of hardware. On (B)(6) 2005 the patient presented for office visit and reported right upper quadrant abdominal pain that is radiating to the back. This is associated with nausea. On (B)(6) 2005 the patient presented for office visit. On an unknown date, patient presented for office visit and reported edema of lower body, weight gain of 20lbs, wheezing at night, fatigue, nausea, weakness and dizziness. On (B)(6) 2006 the patient presented for office visit with recurring migraines. On (B)(6) 2006: the patient presented with lumbar facet arthrosis, degenerative disc disease lumbar and underwent left-sided l5-s1 int raarticular facet joint injection, fluoroscopic guidance. On (B)(6) 2006 the patient presented for office visit with recurring migraines (B)(6) 2006: the patient presented with low back pain and pain into hips. On (B)(6) 2006: the patient presented with diarrhea, nausea. On (B)(6) 2006: the patient presented with throat problem. On (B)(6) 2006 the patient presented for office visit with back pain. The patient underwent CT pelvis with and without contrast. Impression: negative CT pelvis. On (B)(6) 2007: the patient presented with abdominal pain. On (B)(6) 2007 the patient presented for follow-up and reported right upper quadrant abdominal pain that is radiating to the back. This is associated with nausea. On (B)(6) 2007 the patient presented for follow-up. On (B)(6) 2007 the patient presented for follow-up and reported abdominal pain, nausea and vomiting. On (B)(6) 2007, patient reported post laminectomy back pain with myofascial discomfort affecting left sacroiliac/ buttock region, hurting in sitting, standing or walking. On (B)(6) 2007: the patient presented with back pain, hair loss, fatigue and leg ache. On (B)(6) 2007 the patient presented for follow-up and reported epigastric pain, nausea and vomiting (B)(6) 2007: the patient admitted for elective cholecystectomy with recurrent right upper pain.the patient underwent physical examination. Impression: recurrent right upper quadrant pain, suggestive of biliary colic, gastroparesis , chronic low back pain with recurrent narcotic use for pain. On (B)(6) 2007: the patient presented with low back pain. On (B)(6) 2007: the patient presented with back hurting injury. On (B)(6) 2007: the patient presented with low back pain going down left leg, numbness, tingling. Ros revealed: cold in tolerance, headache, chronic back pain, stiffness, weakness. On (B)(6) 2007: the patient presented with migraine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with preop diagnosis of l5-s1 degenerative disc disease with positive discogram at that level with back pain recalcitrant to conservative measures. The patient underwent anterior lumbar fusion at l5 and s1; application of interbody device l5-s1; partial corpectomy l5. As per op notes, the stomach was prepped and draped. After an excellent exposure of the l5-s1 interspace, a discectomy was performed. A partial corpectomy was performed at the l5 level as there was a large interior lip that precluded from getting an appropriate size graft into the disc space. After the trial was inserted, ap and lateral views were reviewed and measured it up to the disc space above it and it appeared to be the closest fit. Doctor then inserted a 14-mm cage into the interspace and countersink it. X-rays were taken intraoperatively and showed the graft to be in excellent position and alignment with good restoration in the disc height. The retractors were removed and the closure was performed. No intraoperative complications and the patient had the closure performed. Twelve days post-op, the patient presented for office visit. The patient had some swelling laterally to her incision. Approximately five weeks post-op, the patient presented for office visit. The patient recently slipped in the tub, falling to her knees. Since then, she has had aching, especially along her hips. Medication noted. Three months post-op, the patient presented for office visit complaining of low back pain. Six months post-op, the patient presented for office visit. Medications were noted. Approximately eight months post-op, the patient presented for office visit. Patient had one level of positive disc disease with the concordant pain, discograms and MRI¿s showing that patient had one level that was degenerative. Two years post-op, the patient underwent percutaneous posterior spinal fusion. The patient presented with preop diagnoses of l5-s1 disc degeneration with back pain recalcitrant to conservative measures.

Event description:
It was reported that on (B)(6) 1990, (B)(6)1998, (B)(6) 2002 patient presented for an office visit. On (B)(6) 1990 patient presented due to labour threat. On (B)(6) 1995 patient presented with mastodynia (breast pain).the patient underwent bilateral mammography due to pain and soreness of both breasts. Impression: no mammographic evidence of malignancy was identified. On (B)(6) 1997 patient presented with headache. The patient underwent MRI of the head due to recurrent headaches. Impression: scattered ubo's in the deep white matter a little out of keeping with the patient's age. This suggests the possibility of hypertension and prior ischemic events without frank infarct. There is some minimal mucosal thickening in the nasal membranes and ethmoid sinuses and right maxillary antrum. On (B)(6) 1997, (B)(6) 1998 the patient presented with dilation and curettage of the uterus. On (B)(6) 1998 patient had complications regarding abortion. On (B)(6) 1998, (B)(6) 1999 patient presented with dysfunctional uterine bleeding. On (B)(6) 1999, (B)(6) 2002, (B)(6) 2004, (B)(6) 2005, patient presented with abdominal pain, nausea. On (B)(6) 1999 patient presented for an office visit. On (B)(6) 1998, (B)(6) 2000, patient presented for office visit due to cardiac abnormality. Patient underwent mammography. Impressions: negative mammograms. On (B)(6) 2000 patient presented with joint pain pelvis. On (B)(6) 2000 patient presented with lumbago, joint pain, disc degeneration. On (B)(6) 2000 patient presented with lumbago, joint pain, disc degeneration. On (B)(6) 2001 patient presented for an office visit. Patient reported two year history of low back pain. On (B)(6) 2002, patient presented with excess menstruation, uterine prolapse, ovarian endometriosis, ovarian cyst, fibroid tumors. Impression: meno, metrorrhagia, uterine prolapse. On (B)(6) 2002 patient underwent surgery with preoperative diagnosis of pelvic pain and menorrhagia. Patient also underwent radiological exams. On (B)(6) 2002 the patient presented for an office visit. On (B)(6) 2002 patient was admitted to the facility due to excess menstruation, uterine prolapse, ovarian endometriosis, ovarian cyst, fibroid tumors. Impression: menorrhagia, uterine prolapse. The patient presented for office visit for colon polyps, rectal polyps, diverticulosis, underwent pre-op diagnosis: menorrhagia, post-op diagnosis: menorrhagia, uterine prolapse and endometriosis. Findings: second degree uterine prolapse, uterus slightly irregular, power burn implants in the left cul-de-sac of endometriosis and of the left ovary. On (B)(6) 2002 patient was discharged from the facility. On (B)(6) 2003 the patient presented for office visit. Impression: polyps, diverticulosis. On (B)(6) 2003 the patient underwent routine mammogram. On (B)(6) 2003 the patient presented for ma screening. Impression: benign mammograms, routine annual follow up was recommended. On (B)(6) 2003, patient presented with anal and rectal polyps, diverticulosis of colon. On (B)(6) 2003 patient presented for an office visit due to polyps. On (B)(6) 2003 the patient presented for sigmoid polyp biopsy, rectal polyp biopsy. Impression: hx polyps, roq pain. On (B)(6) 2004 the patient presented for us gallbladder us due to right upper quad pain. Impression: negative gallbladder ultrasound. On (B)(6) 2004 the patient presented for chief complaint of right lower quadrant abdominal pain. Impression: possible early appendicitis. On (B)(6) 2004 the patient presented for chief complaint of arthritis, gerd, abdominal pain, post anesthesia follow-up, suspected appendicitis, underwent appendectomy, us pelvic ultrasound due to rlq pain. On (B)(6) 2004 the patient presented to office for rlq abd (abdominal) pain. On (B)(6) 2004 the patient underwent nm gb w/ejection due to right upper quad pain. Impression: normal disida scan with ejection fraction. On (B)(6) 2005 patient was diagnosed with reflux.. On (B)(6) 2005 the patient underwent esophageal manometry. Interpretation: normal les pressure and relaxation, normal esophageal body peristalsis and amplitudes. On (B)(6) 2005 the patient underwent esophagram reflux analysis. Interpretation: minimal gastroesophageal reflux with poor correlation to symptom diary. On (B)(6) 2005 patient presented with esophageal reflux and diarrhea.

Event description:
It was reported that the patient underwent a posterolateral fusion surgery at l5-s1 where rhbmp-2/acs was implanted in the lateral gutters. The patient's post-operative period has been marked by pain in her legs. On (B)(6) 2008, the patient underwent a revision surgery due to non-union of her l5-s1 vertebrae. Because the patient's pain continued to progress, the patient presented for another surgery to implant an intrathecal pain pump. The pain pump was ineffective and had to be surgically removed. The patient continues to experience pain that radiates into her lower extremities. The patient cannot sit, stand, walk, or recline for more than a few minutes at a time.

Manufacturer narrative:
(B)(6). Image review report: 6/30/2014 lumbar spine series with myelography initial ap c-arm is taken during injection of contrast into the l5 interspace. Pedicle screws with rods are seen l4-l5-s1 on the right, l4-l5 on the left. Spacer is seen within the l5 disc space. Multiple c-arm views show contrast within the thecal sac without signs of nerve root cut off in the surgical area. Subsequent lateral shows contrast within the thecal sac. Possible stenosis is suggested at l3/4. (B)(6) 2014 postmyelogram lumbar CT shows construct as described above. Large peek ring interbody spacer is seen at l5. Fusion is clearly solid. Facet arthropathy is noted at l3/4. High grade stenosis is noted at l3/4 both central and foraminal. Clips are seen on the right consistent with previous cholecystectomy. No evidence of heterotopic bone is detected on any films. Instrumentation is in satisfactory position.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on (B)(6) 2005 the patient presented due to postop anterior spinal fusion at ls-s 1. Impression: postop changes. Posterior spinal fusion at ls-s1 on the left. Good position and alignment. (B)(6) 2005: the patient underwent CT lumbar spine. Impression: mild spinal stenosis at l2-3 and l3-4. Moderate to severe spinal stenosis at l4-5 these changes sre due to hypertrophic changes of the posterior elements and bulging disc material (B)(6) 2008 ; (B)(6) 2006 ; (B)(6) 2005, the patient presented for follow up. (B)(6) 2008, per medical bills, the patient was admitted for anterior / posterior lumbar or lumbosacral fusion . The patient had removal of implant device and fusion/refusion of 2-3 vertebrae. Recombitant bmp was used for insert. Billing records confirm used of set screws , rhbmp/2 , lined rod. (B)(6) 2009 the patient presented for routine check and underwent bilateral mammograms. Impression: category 2. Benign findings. (B)(6) 2012 the patient presented to the office for her annual exam. (B)(6) 2014 the patient presented to the office for her annual exam and hormone refills. (B)(6) 2014: . The patient underwent digital bilateral mammography. Impression: benign mammograms, category 2 (B)(6) 2015 the patient presented to the office for her annual exam. (B)(6) 2015 the patient presented to the office to undergo lab tests.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: from 1990 to present: patient underwent treatment for gynecologist. From 1992 to present: patient underwent treatment for primary care physician. From 1995 to present: patient underwent treatment for stomach. From 2000 to present: patient underwent treatment due to back problem. On an unknown date 2005: the patient underwent treatment for degenerative disc disease; back/ hip pain. On (B)(6) 2005: the patient underwent posterior lumbar spine surgery due to l5-s1 disc degeneration with back pain recalcitrant to conservative measures; hip pain. Screws; rod were also implanted. On (B)(6) 2005, (B)(6) 2008: the patient admitted due to l5-6 surgery.